Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-30 serial# (B)(4), implanted: (B)(4) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was removed and replaced with a pain pump. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 39565-30 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that her ins was removed because about 2 years after implant, it wasn¿t working and it felt like the stimulation was going constantly when it shouldn¿t have been. The patient reported that the issues started in 2011 and the ins was replaced with a pain pump in 2013. The patient reported that he still had a partial lead implanted. No further complications were reported.